Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: the battery compartment was cracked from the threads to the left of the grip pad, and the below grip pad to case seal. The display was dim with reddish text. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, with a dim display. This report is made based on results of investigation completed on 06-dec-2017.